Event description:
The customer reported that the prolumen device as used to deciot a graft in 2004. The device was introduced into the graft. The s wire was then unsheathed and the physician advanced and withdrew the device. The s was pushed against the graft wall where it appeared to be bent at a 90 degree angle under fluoroscopy. The s wire subsequently broke off between the catheter and s wire. The s wire was retrieved with a snare. No repuncture was required for the snare. The patient was treated with tpa to break up the clot. No patient complications resulted.